Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 41 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as high body temperature and loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated their pump did not suspend when they were low and believes it over delivered. Troubleshooting was completed. The insulin pump will be returned for analysis.